Manufacturer narrative:
Correction: this event has been deemed non reportable. This medwatch will be voided/retracted.

Manufacturer narrative:
Lot/serial# 10742401: (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses. It was reported that 36 month follow up computed tomography (CT) images taken on (B)(6) 2017, showed a type ii endoleak with lumbar artery involvement and aneurysm enlargement over 5 mm. No reintervention has been planned at this time.